Manufacturer narrative:
(B)(4).

Event description:
It was reported due to pocket erosion. The patient's skin was very thin. The pulse generator was explanted. No other patient symptoms were reported.

Event description:
New information notes the patient's condition was fine.